Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged temperature alarm issue was verified. The unexpected reset issues could not be verified, but no issue was identified.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that an unexpected reset occurred. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 101 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.